Manufacturer narrative:
(B)(4). The service engineer power cycled the device multiple times and it passed the power on self test each time but it would briefly freeze on a blue screen for approximately 2 seconds each time it was powered on. The single board computer (sbc) printed circuit board (pcb) was replaced with a test board and the issue did not reoccur. The sbc pcb will be replaced.

Event description:
During service, when a ventilator was powered on, the display froze on a blue screen and failed the power on self test (post). There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.